Manufacturer narrative:
Additional information received on (B)(6) 2016 from the initial reporter and includes: revision surgery scheduled on (B)(6) 2016. Screw fragment will be reserved. Additional information received on (B)(6) 2016 from the initial reporter and includes: the screw fragment got removed from the patient on (B)(6) as scheduled. There were no complications with this surgery and procedure. The sales representative received the item on (B)(6) 2016. It will be sent to medacta international.

Manufacturer narrative:
On 27 may 2016 it was prepared a final report with the information submitted in the previous reports. On 21 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 04 march 2016 from the initial reporter and includes: the surgeon screwed in two screws caudally - without trouble. - the surgeon screwed in the two screws cranially - one without trouble, one broke off. The surgeon exchanged the screw to another one and this broke off too. The surgeon took out the complete configuration including the two fragments of the broken screws. The sales agent claimed the fragments of the broken screws from the nurse(s). The surgeon placed the configuration once again and new screws were opened to place. This time 5,5 mm in diameter instead of 5,0 mm, cranially and caudally one 5,0 mm screw got replaced to another one. This might be the unbroken screw. The surgeon screwed in once more two screws cranially - one was alright one broke off again. This screw tip remained in the patient. The surgeon placed a final screw (5,5m m diameter) without trouble. The surgery was finalized. In the end, one screw tip is in the patient, one screw head is missing - the sales agent suppose this piece got lost in the disconcertment of the surgery . On 04 march 2016, the r&d project manager performed a preliminary investigation and commented as follows: in the complaint, it is mentioned that a flush plate h.14 mm ((B)(4)) was assembled on a anterior cage 27x35x16 ((B)(4)). This configuration is a mis-use of the mectalif anterior implant, in fact it's not possible to mount the screws in this condition due to the severe interference. When the surgeon tried to implant the screws there was no room for the screw insertion and there was an overstress condition for the screws and a breakage of the screw. There is the high possibility that what the surgeon felt like hard bone structure was in reality the peek cage itself. Afterwards, the surgeon used the driller and tap into the plate holes. In this way he drilled and tapped not only the vertebral bodies but also the peek cage and it's possible to mount the screws. On 11 march 2016, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the visual inspection of the screws confirms what stated in the preliminary investigation. Additional information received on 11 march 2016 from the initial reporter and includes: the screw head remained in the patient too. This and the screw shaft will be removed in an extra posterior surgery and then handed over to the sales agent. Batch review performed on 21 march 2016. Lot 125103: (B)(4). Mectalif anterior screw diam. 5.5x35 (double packaging), (B)(4). Expiration date: 2018-04-30. No anomalies found related to the problem. (B)(4). On 23 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: according to report, this patient had a very strong and hard bone, and the 5mm screw got bent and then broke during insertion. The technical report says the wrong materials have been coupled and the screw most likely got in conflict with the peek cage itself. Then the surgeon re-drilled and tapped and the next screw did not have problems. It appears that a careful tapping was able to solve the inconvenience, probably because the cage was drilled and then tapped. Clinically, consequences are only a lengthening of operating time. It is very unlikely that the mechanical damage to the cage may result in clinical consequences.

Event description:
Event: screw-breakage. Reason: during placement and tightening of the screws they broke off. In l5 s1 there was a syncage placed and developed a pseudarthrosis. This was exchanged to a mectalif anterior ((B)(4)) size 27 x 35 x 16 plus plate flush ((B)(4)) height 14 (the corresponding plate height 16 fell down and a second one was not available any more). The bone structure in the vertebra l5 to place the screws was very hard so that the screws got bent and broke in the end. The surgeon drilled and tapped the holes and screw canals again to prepare the trajectory for the screws and completed the surgery successfully. For the surgeon the event was not very dramatically, but there is the impression the 5,0mm screws are not strong enough. In fact the event caused a delay of the surgery for about 30 mins.